Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with inappropriate shocks due to oversensing of noise by the right ventricular (rv) lead. The lead triggered a lead integrity alert (lia). The lead was found to have high impedance and high thresholds with no capture in bipolar configuration. The lead was reprogrammed and continues to be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead had oversensing with high rate non-sustained and sensing integrity counter (sic) episodes. The lead had out of range impedance. The lead was suspect of a fracture. The lead was programmed off until it could be revised. The lead was revised and capped. A new lead was implanted.